Event description:
It was reported that the act button on the insulin pump is unresponsive. Device was not exposed to moisture but has 2 hairline cracks on the display screen and the battery cap is cracked too. Blood glucose value is 15.4 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump was received with a cracked display window and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.